Event description:
A proximal humerus surgery using co's device was performed. During surgery, drill brok off and surgeon elected to leave the drill fragment in since the drill is manufactured from imaplnt grade stainless steel. It was deetrmined that this failure was caused by user error as the guide wire was left in during drilling; thus, drill collided with guide wire. Co cautions surgeons about this in surgical technique and sales reps in training sessions.